Event description:
The customer states that they received a false positive result for rhd typing. Incorrect sample results were reported. Corrected reports have since been issued for the affected samples. There was no harm to any patient.

Manufacturer narrative:
As per cts 2nd level support -the issue appears to be sample/patient related due to the discrepancies between reverse grouping grades and provue and tube reactions. Provue log shows no processing errors for this sample. (B)(4). No service needed.